Event description:
As reported, a leak was observed at the top portion of a 6f 100 cm judkins left (jl4) super torque plus diagnostic catheter following insertion and contrast injection. No patient injury was reported. Additional event details were requested but could not be obtained. The device was not returned for evaluation as initially anticipated.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a leak was observed at the top portion of a 6f 100 cm judkins left (jl4) super torque plus diagnostic catheter following insertion and contrast injection. No patient injury was reported. Additional event details were requested but could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18330060 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿luer hub leakage¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.